Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of no communication was confirmed. Testing revealed that the cause of the no communication was due to a low battery voltage. No high current drain sources were found throughout testing. The battery vendor destructively analyzed the battery and found no conditions causing an internal loading at the time of analysis. The cause of battery depletion could not be determined.

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced.